Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call of being in the hospital due to a stiff neck. Customer reported tha blood glucose dropped to 83 mg/dl while in the hosptial due to hospital giving a manual injection even though customer advised to have taken a bolus delivery. Customer reported that keypad was not responding due to keypad being locked. Customer reported of not being able to feel keypad any longer and was not able to hear it pop and it no longer stuck out. Customer reported that keypad was unlocked but issue persisted. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All buttons functioned properly. No blocked keypad noted. No damage was noted on the keypad traces. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.